Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation procedure for atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a non-boston scientific catheter through the sheath, leakage was observed at the valve. The physician flushed and aspirated the sheath as much as possible, but the leakage persisted. The sheath was replaced, and the procedure was completed without any patient complications. The device is not expected to be returned, as it was disposed of following the procedure.

Event description:
During a pulse field ablation procedure for atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a non-boston scientific catheter through the sheath, leakage was observed at the valve. The physician flushed and aspirated the sheath as much as possible, but the leakage persisted. The sheath was replaced, and the procedure was completed without any patient complications. The device is not expected to be returned, as it was disposed of following the procedure. Further information confirmed that no visual damage was observed during preparation or after use. No air bubbles were detected, and no air was seen in the patient through ice or fluoroscopy imaging.